Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that customer received an altitude alarm while skiing in the mountains. Customer attempted to reload cartridge in an effort to clear the alarm and reported an elevated blood glucose (bg) level of 250 (mg/dl). The customer indicated a bolus was delivered prior to alarm annunciation and that back up therapy is available for diabetes management.